Event description:
Consumer called with higher than expected readings reported when compared to their other meter. Analysis run on clark error grid using competitive reading (68) as a ref. Point vs. Bd readings (209) yielded data points in the e zone of the grid - outside acceptable limits.